Event description:
It was reported that this right atrial (ra) lead showed high impedance due to a fracture presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection of the lead body noticed insulation damage. Fracture characteristics are consistent with clavicle/first rib damage. Fracture lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead showed high impedance due to a fracture presented. No additional information is available at the moment. No additional adverse patient effects were reported.